Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
Customer contacted technical support (ts) stating that the upper part of the touch panel partially didn't react. Issue did not resolve with calibration. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4: 16dec2020. B4: 05jan2021. The manufacturer's field service engineer (fse) replaced the assembly and touch screen. The ventilator passed all testing and operated within the manufacturing specifications. The touchscreen assembly was returned for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. It was determined that the resistance levels were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.